Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was up to 400 mg/dl and the other blood glucose level was 200 mg/dl. The customer was declined troubleshooting for high blood glucose level. The customer stated that the cannula was bent and had insulin flow block alarm once blousing and while filling the tubing. Customer stated that the issue was resolved by infusion change. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.